Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was complaining of pain during intercourse due to floppy glans. The patient needed to be remeasured and resized. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.